Event description:
It was reported that the connecta plus3 white blend experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: before use, the hcp found dirt on the male luer.

Manufacturer narrative:
H6: investigation summary. A device history record review was performed for provided lot number 9305659 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through inspection of the product, foreign matter could be identified. Fourier-transform infrared (ftir) spectral analysis was performed to identify the composition of the detected foreign matter. The ftir results indicated that the foreign material was most likely composed of cellulose and lignin; paper based material. Based on the investigation results, an exact manufacturing cause for the paper material on the product could not be determined at this time. Our quality team will closely monitor the production process for signs of this defect and any emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the connecta plus3 white blend experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: before use, the hcp found dirt on the male luer.